Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and total daily dose history show the pump was only used for 2 days. There are no alarms associated to the complaint in the alarm history. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. Investigators were unable to duplicate the complaint during the investigation.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging a history/settings (inaccurate delivery) issue with the replacement pump received a week ago. The patient stated after receiving the replacement pump, five hours later her blood glucose (bg) value reportedly went from 4 to 10mmol/l to 19mmol/l. The patient reportedly did not bolus for a meal she had and then at 2am the next morning, her bg reportedly elevated to 19mmol/l. It was noted that the patient refused to continue use of the replacement pump, disconnected from it and then connected to the loaner back-up pump. The patient's bg was reportedly fine ever since she connected to the loaner pump. The patient declined the review of the pump and stated that there were no issues noted with the pump's settings. It was noted that the pump is being returned for troubleshooting. The reported bg value does not meet the animas definition of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.